Event description:
International affiliate reports that before the operation, the tip of the expedium thoracic pedicle probe was found to be partly chipped off from the instrument. Another device was used to complete the procedure. It is not known when/where the portion of the pedicle probe broke off from the instrument.

Manufacturer narrative:
Additional narrative: a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The expedium thoracic pedicle probe was returned for evaluation. Examination of the returned probe found nicks to be present along the distal tip of the probe. There was no instrument breakage. As such, this would not be considered to be a reportable malfunction. The medwatch report was filed based upon information that was provided and prior to receipt of the instrument. However, the investigation results will be provided based on of the initial manufacture report number 1526439-2014-11689. A review of the device history record (DHR) identified no issues during the manufacturing and release of this product that could have contributed to the problem reported by the customer. The product was released accomplishing all quality requirements. A 12-month review of the complaint trend analysis for the expedium thoracic pedicle probe was conducted on the product family based on a similar geometric design and functionality of the probe. This analysis found no related complaints. The root cause of the thoracic probe distal tip having nicks/chipped sections cannot positively be determined. However, a possible cause for this type of damage may have occurred in the handling of the device in the reprocessing process which is consistent with the damage noted in the device evaluation. It should also be noted that the device has been in the field for approximately 5 years. No corrective action/preventive action (CAPA) is necessary at this time as there has been no issue identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer. No systemic trend has been observed. Therefore, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.